Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. Based on the returned device conditions the reported shaft detachment was confirmed. The reported shaft (exchange sheath) detachment and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. User facility medwatch # (B)(4) received that states: event desc: the delivery shaft broke upon deployment. We had bilateral groins that needed the starclose. Two packages were opened and not sure which lot number is associated with the device that malfunctioned. Manufacturer response for starclose vascular closure system, (brand not provided) (per site reporter).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated age - year of birth was reported as 1967. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a starclose se device, with a 6fr sheath after a bi-lateral unspecified procedure. Reportedly, the delivery shaft broke. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. As the name of the physician was not provided by the hospital, it is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.